Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Alerts and alarms 10 / page 127: hazard alarms are continuous tones and occur when either the pod or pdm is in a serious condition. During an alarm the pdm will display an on-screen message with instructions for taking care of the alarm condition. Be sure to respond to all alarms when they occur.

Event description:
The patient reported her pdm (personal diabetes manager) gave a reset clock alarm every time she removed the batteries to the pdm. It was noted that sometimes it will happen when she uses the extended bolus or the temp basal rate function in the pdm. The patient is paralyzed on the left side and is also allergic to the adhesive pad. It was reported the patient¿s blood glucose reached between 500 to 600 mg/dl with ketones present. She also uses tegaderm tape as a protective layer. She also reported that she went to the hospital and at the hospital they gave her a manual injection with an insulin pen (exact amount was not provided). She also had the flu for a few weeks. The patient went to the hospital eight times. (Related complaints: (B)(4)).